Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer was hospitalized for high blood glucose (bg) levels. The customer's ketone level was considered as dangerous. The customer was admitted on (B)(6) 2017 and discharged on (B)(6) 2017. As the contact was not with the customer, troubleshooting was not able to be performed. However, the contact stated that the customer also had a virus and was sick. The customer was also going through a growth spurt. On (B)(6) 2017, the contact reported that the customer's bg level was "ok" and would call if additional assistance was required.